Event description:
Healthcare professional reported after injection with juvederm ultra sc in an preexisting "nasal scar/depression", the patient developed "cellulitis, a vascular event, tenderness, pain, redness, and clear oozing." Onset of symptoms began on the evening of injection but the patient did not call the office until four days later, at which point eschar/necrosis had developed on the tip of the nose. The patient was treated with hyaluronidase, but it was provided "too late to be effective". The patient was additionally treated with a "steroid medrol pack", cephalexin, nitropaste, "asa", acyclovir. The healthcare professional believe the etiology of the patient's symptoms to be the interaction between the juvederm product and the scar tissue. The patient had been previously injected with juvederm in the same nasal scar without complication. The patient is "getting better" and has "not required plastic surgery".

Manufacturer narrative:
The event of cellulitis, "vascular necrosis", tender, pain, redness, oozing, and eschar are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.